Event description:
It was reported that the patient¿s pacemaker was in backup vvi mode. No intervention or patient condition was reported.

Event description:
New information received notes that programming changes were made on the patient's pacemaker.